Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the touch screen became shattered during recess. Additionally, the pump touch screen became unresponsive and customer was unable to interact with the pump touch screen. Customer's blood glucose was 117 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.